Manufacturer narrative:
.

Event description:
Revision surgery with exchange of acetabular cup, acetabular liner and femoral head due to polarcup aseptic loosening. This patient is part of polarstem retrospective clinical study.